Event description:
The pt had an uncomfortable and unpleasant sensation from the stimulation. The first possible episode of this was in 2002, but the pt has been difficult to assess. Further testing and examination of the results have indicated that the likelihood of device failure.